Event description:
The center director reports a pt that developed diffuse lamellar keratitis (dlk) following bilateral lasik surgery. The pt was treated with tropical steroids, but the dlk progressed to a level 4. The surgeon decided to do a flap lift and rinse. The dlk has subsided, but the pt now presents with central toxic keratopathy (ctk) in both eyes. The surgeon stated he felt the pt will heal, but it could take 6-14 months. Additional info has been requested. This report is for the right eye, the left eye is being submitted under MFR report # 3003288808-2009-00020.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.